Manufacturer narrative:
As no samples were provided, the exact cause of the difficulties encountered by the user cannot be determined. The product label copy clearly states, "place pack in refrigerator for 15 mins, insulation side down. Do not freeze." The customer had indicated that the pack had been stored in the freezer. Under routine production, a sampling of these units are tested for pouch integrity and the production run is not released until all aspects of product quality meet product specs. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.

Event description:
Customer said he placed a jack frost insulated instant/reusable cold pack that had been stored in the freezer on a sore shoulder for 10 mins. He said the next morning, he had a mark on his back that looked and felt like a severe sunburn. He said that it had blistered, but that he applied ointment to it and that it was looking better.